Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and on our automated testing equipment and no sources of high current drain were found. The battery was sent to the manufacturer for further analysis and no anomalies that would cause premature battery depletion were found.

Event description:
It was reported that at follow-up, the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.